Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a loss of stimulation so they turned the device off, and felt ¿zapped¿ in their shoulder and back even with the device off. It was noted that the patient had never experienced stimulation in their shoulder or back previously. The patient was scheduled with a manufacturer representative and the manufacturer representative did not believe the shocking sensation was related to the device. The device was reprogrammed and the patient was satisfied with the pain control. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to programming; the final programing date and time for most recent interrogation prior to the event was (B)(6) 2019. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. The cause of the event was not reported. No further complications were reported/anticipated.